Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) could not duplicate the reported issue. The fse replaced the power status overlay, all light emitting diode illuminate as required, est passed. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error code of high internal o2. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.